Event description:
It was reported that a patient underwent a total knee arthroplasty. Subsequently, the patient fell, which resulted in pain and an inability to stand up. Examination revealed that the root part of the anchor plug implant had fractured. Subsequently, a revision surgery was performed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cps xs sht spdl w pins: catalog#178363, lot#418040; cps/oss 5cm tpr adapt w/oss sc: catalog#178711, lot#942410; cps centering sleeve 14mm: catalog#178536, lot#694120; oss rs 14mm ls tibial bearing: catalog#161095, lot#796120; oss rs axle: catalog#161035, lot#689930; oss rs poly fem bushings set/2: catalog#161034, lot#353990; oss rs 9cm mod prox tib body: catalog#161027, lot#376450; oss rs 5cm resurfacing rt: catalog#151803, lot#555740; oss cmntd prox tib stem 11x150: catalog#150445, lot#125540; oss poly bumper lock pin: catalog#150510, lot#704100; oss reinforced yoke: catalog#150493, lot#046330; oss poly lock pin: catalog#150478, lot#887350; oss poly tibial bushing: catalog#150476, lot#173270; biomet bone cement r 1x40: catalog#110035372, lot#y04bai2201. Report source: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.